Manufacturer narrative:
As there is no contact information for the reporter, no further information from the reporter regarding event, product, or patient details can be requested. Reason for reoperation: deflation.

Event description:
Healthcare professional reported via nbir right side deflation. Device has been explanted and replaced.